Event description:
It was reported that the patient had developed bacteremia. The implantable cardiac defibrillator system was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949-58 implantable tachy lead 2006 (B)(6); 4076-52 implantable pacing lead 2006 (B)(6); (B)(4) bi-ventricular defibrillator 2010 (B)(6). (B)(4).